Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.

Event description:
End user stated that the g6291-1 walker given to him by the va is missing a tip and the set screw.